Event description:
It was reported that the upstream occlusion (uso) sensor failed calibration, and the battery compartment was damaged. There was no patient involvement, and no patient harm/adverse event reported. The product fault occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified by visual inspection and functional testing. During functional testing the upstream occlusion (uso) sensor failed calibration. The most probable cause is the inoperable uso sensor. Replaced the uso sensor and battery door to resolve the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.